Event description:
It was reported that during routine follow-up, the pulse generator exhibited noise resulting in pacing inhibition. The device was reprogrammed. No adverse consequences occurred to the patient.

Manufacturer narrative:
.